Manufacturer narrative:
Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed in a laa anatomy of windsock morphology with a single pectinate muscle arising from the center. Pre-operative medication included lixiana 15mg. Trans-septal puncture (tsp) was performed at an inferior/posterior position, and a watchman double curve access system was utilized. Heparin was administered at the same time as the tsp. When approaching the laa with a pigtail, transesophageal echocardiogram (tee) revealed a thrombus attached to the tip of the watchman double curve access system. At that time the activated clotting time (act) was 220 seconds and additional heparin was administered. The procedure was temporarily delayed until the act increased to approximately 360 seconds. Aspiration was performed through the side port of the watchman double curve access system using a syringe and thrombus was confirmed in the aspirated contents of the syringe. Multiple aspirations were performed until no further thrombus was retrieved. After confirming the act exceeded 400 seconds and no intracardiac thrombus was observed via tee, the procedure was resumed. Subsequently, a 31mm watchman flx pro closure device was used, release criteria were met and the closure device was fully released. The patient showed no issues after waking from anesthesia and was placed under observation.